Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via a merlin transmission, there was one ventricular noise reversion episode showing noise on the ventricular channel. Patient denies being around any large sources of emi. The device is still implanted.